Event description:
It was reported that during the implant procedure for this right ventricular (rv) lead the patient experienced a cardiac arrest and this lead was damaged during cardiopulmonary resuscitation. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.